Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 73207 suloxâ¿¢, head, l, ã¸ 32/+3.5, taper 12/14 lot# 270516, item# 00620205422 shell porous with cluster holes 54 mm lot# 62622544, item# 0100551306 fitmoreâ®, hip stem, uncemented, offset b (extended)/6, taper 12/14 lot# 2750338.

Event description:
It was reported that patient underwent a revision procedure approximately four years post-implantation due to a fractured implant. Attempts have been made to obtain additional information; however, none is available.

Event description:
It was reported the patient underwent a revision procedure approximately 3 years post implantation due to pain, fracture of ceramic head and damage to cup and stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.